Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value a. On (B)(6) 2025 3:30 p.m sg: 400mg/dl bg: 250mg/dl , b. On (B)(6) 2025 8:30 a.m. Sg:400mg/dl bg: 200mg/dl, c. On (B)(6) 2025 8:15 a.m. Sg: 300mg/dl bg: 210mg/dl, d. On (B)(6) 2052 0:30a.m. Sg: 350mg/dl bg: 185mg/dl, e. On (B)(6) 2025 2:00 p.m. Sg: 400mg/dl bg: 200mg/dl. This incident did not result in any patient harm or sensor removal.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The user complained of discrepancies between bg and sg readings. Case was escalated, and a review of sensor data confirmed the discrepancies observed by the user. At the time of the complaint, the sensor was on day 152 post-insertion, and the inaccuracy was attributed to the oxidation of the glucose indicator in the sensor hydrogel. The sensor was nearing end of life, and the user already had an appointment scheduled for a regular sensor exchange on 17 jul 2025. The user was advised to regularly confirm bg until the exchange, and bgm strips were provided to last until the next insertion.per dms review, the user was actively using the system with the latest firmware version and up-to-date information. B4.date of this report 23 sept 2025. G3.date received by the manufacturer? 23 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.